Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted hysterectomy procedure, an injury to a ureter was identified post-operatively and repaired with a stent. At this time, the root cause of the patient¿s operative complication is unknown. The surgeon alleged that the injury was caused by thermal spread in relation to the use of the iesu. However, the fse inspected the da vinci surgical system and iesu and no issues were found.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a ureteral injury allegedly occurred as a result of thermal spread. A second unspecified procedure was performed. On 07/31/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), and the following additional information regarding the reported event was obtained: the csr was not present during the da vinci-assisted surgical procedure. He did not know if the surgical procedure was recorded on video. During the surgical procedure, the surgical staff indicated that the screen was going in and out. However, the surgical staff was able to resolve the vision issue with troubleshooting and the surgical procedure was completed robotically. No intra-operative complications were reported during the surgical procedure. On an unspecified date post-operatively, an injury to a ureter was identified. The surgeon speculated that the operative complication was caused by thermal spread in relation to the use of the integrated electrosurgical unit (iesu) with the da vinci surgical system. The ureteral injury was repaired with a stent via an unspecified non-robotic surgical procedure. According to the csr, the patient is reportedly stable. No further post-operative complications have been reported.